Event description:
It was reported by the patient's family member that the patient's lead "broke in half". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pulse generator (ipg) implanted 2008 (B)(6).